Event description:
It was reported that the iunihg screw fractured in patients mouth. They were able to remove the broken portion from the implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain® gold-tite® hexed screw, iunihg was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Per: no pre-existing conditions were noted and no per form was provided. The reported device was located on an unknown tooth site and was used for an unknown amount of time. Picture/x-rays: pictures or x-ray images were not provided. Review of appropriate documentation: restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: precautions breakage warning. Per the applicable IFU, breakage may occur when device is loaded beyond functional capability. DHR review: DHR review was completed for the subject lot number (1241272). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: a lot specific complaint history review was conducted for the subject lot number (1241272) and revealed there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Complaint category keywords : fracture screw. Post market trend review: april post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture screw) and device (iunihg). Malf/event: based on the available information, device malfunction could not be verified as the exact details of the the reported event was non-verifiable and the product was not returned.